Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that stent damage and obstruction occurred. A percutaneous coronary intervention (pci) was performed on a left anterior descending artery (lad) to diagonal (dg). The lesion was predilated with a kissing balloon technique at the dg and lad. A 2.25 x 28 synergy drug eluting stent was advanced to the dg and deployed. There were no signs of any issue with the stent. Another stent was then advanced and deployed in the lad. After stent deployment in the lad, waist at the bifurcation site was observed. A nc balloon was advanced to perform post dilation at the lad. The waist disappeared, but after awhile, slow flow and shadow at the ostial dg was noted. Several post dilation with kissing balloon technique were proved, but there was no improvement. While looking at an angiogram, it appeared that a stent fracture occurred. A 2.5 stent was then deployed at the diagonal, followed by a kissing balloon technique, which resulted with a good angiographical result and restoration of the flow. It was noted that there were no issues with the nc balloon. The procedure was completed. The patient was reported to be well during the procedure and there were no further patient complications.

Event description:
It was reported that stent damage and obstruction occurred. A percutaneous coronary intervention (pci) was performed on a left anterior descending artery (lad) to diagonal (dg). The lesion was predilated with a kissing balloon technique at the dg and lad. A 2.25 x 28 synergy drug eluting stent was advanced to the dg and deployed. There were no signs of any issue with the stent. Another stent was then advanced and deployed in the lad. After stent deployment in the lad, waist at the bifurcation site was observed. A nc balloon was advanced to perform post dilation at the lad. The waist disappeared, but after awhile, slow flow and shadow at the ostial dg was noted. Several post dilation with kissing balloon technique were proved, but there was no improvement. While looking at an angiogram, it appeared that a stent fracture occurred. A 2.5 stent was then deployed at the diagonal, followed by a kissing balloon technique, which resulted with a good angiographical result and restoration of the flow. It was noted that there were no issues with the nc balloon. The procedure was completed. The patient was reported to be well during the procedure and there were no further patient complications. It was further reported that an emerge balloon was used to post dilate the lad.